Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 9.8 mmol versus 12.5 mmol meter to lab. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.